Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a farawave ablation catheter was selected for use. During the procedure, the guidewire became stuck and could not be retracted into the catheter. The guidewire was removed with force but could not be reinserted. No tissue was observed on the tip of either the guidewire or the catheter, and no other catheter malfunctions were noted. The catheter was replaced, and the procedure was successfully completed with another farawave catheter. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.